Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. However, it was noted that visual summary analysis of the lead indicated apparent explant damage. Concomitant product: 5076-58 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the atrial lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.